Manufacturer narrative:
(B)(4). The insulin pump was received with power loss alarm and power error confirmed in the long trace. Detail trace analysis confirmed the pump error was triggered when backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance (j6 pcb 1). After disconnecting and reconnecting the internal battery connector at j6 pcba 1. Pump was monitored and functioned properly. Pump was received with minor scratched lcd window, scratched case, pillowing keypad overlay and cracked select button keypad overlay.

Event description:
The customer reported via phone call that the insulin pump received power loss alarm. The customer's blood glucose level was 279 mg/dl and 112 mg/dl at the time of incident. The customer will return insulin pump for analysis.